Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 1,000.0 ug/ml of baclofen at 699.1 ug/day and 10.0 mg/ml of bupivacaine at 6.991 mg/day. Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the upper and lower shaft of gear number two. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer without any information. The patient¿s indication for use was non-malignant pain.

Manufacturer narrative:
Eval code-conclusion was updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was (B)(6) lbs.